Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door latch error" caused by a failed upper link switch. The upper auxiliary assembly (containing the failed link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump has a "door latch error". It was also reported that there was no patient injury.